Event description:
A dental office alleged that a patient had experienced sores in the mouth, irritation and redness on the gum line after restorative cementation procedures were completed using the maxcem elite clear product.

Manufacturer narrative:
The patient had five (5) different crowns placed in the last five (5) years. In 2013, during the patient's last visit, the doctor suggested that the patient seek medical attention with an allergist. It was confirmed with an allergist that the patient is allergic to the maxcem elite product. The doctor reported that he will remove all five (5) restorations and cement them with zinc oxide eugenol based cement. To date, the patient is doing fine. The products alleged in this incident were not returned and no lot number was provided; therefore, no evaluations can be conducted.